Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when plunger was removed¿ was not confirmed as not all components were returned for analysis. The reported foot separation was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: minimal calcification was noted at the access site. No resistance was noted during insertion of each of the proglide devices into the anatomy or during removal. The lever on both proglide devices were returned to the original position and the foot retracted prior to device removal. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous transluminal angioplasty procedure using a 5f sheath. Reportedly, the first proglide device failed with no suture present when plunger was removed. The first proglide was removed over wire and a second proglide device was inserted over wire. The second proglide device failed in same manner. A third proglide was inserted over wire, successfully deployed, and used to achieve hemostasis. The scrubbed in technologist inspected the two failed proglide devices and noticed both devices were missing half of the footplate, and the assumption was made that it was sheared off inside of the patient. A subsequent computed tomography angiogram (cta) was done to rule out any embolization of the effected extremity. Cta was negative and patient showed dopplerable pulses in same extremity. Immediate studies suggested no vessel damage. The missing foot pieces were unable to be located. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.